Manufacturer narrative:
H6: investigation summary the customer reported (1) syringe plunger fell out to the floor. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 2213846. All inspections and challenges were performed per the applicable operations qc specifications.

Event description:
It was reported while using bd insulin syringes with bd ultra-fine¿ needle the plunger fell out. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported found 1 syringe plunger fell out to the floor.

Event description:
It was reported while using bd insulin syringes with bd ultra-fine¿needle the plunger fell out. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported found 1 syringe plunger fell out to the floor.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.